Event description:
It was reported that the surgeon used short cm lag screw reamer (instrument) to complete a surgery. After the surgery was completed, the breakage of the reamer was discovered. It is stated that it was first seen during sterilization and there was no surgery delay. Supplemental information was received on (B)(6), 2014 stating that the broken piece could not be found, neither in the patient. The patient is fully mobilized and the bone structure was appropriate for the age.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Three photographs of the broken instrument were received. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, and amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).